Event description:
The reporter stated he had an ankle surgery on (B)(6), two weeks later he was placed on the bledsoe adjust a feet walking boot. Since then he had numerous problem with the velcro as it will stay in place. He also had a problem with the heel of the boot. The sole/heel will not stay in place as it fall off due to the glue sticking. Called the manufacturer, was sent a replacement but they are all the same, the device is defective.